Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and could not duplicate the reported problem. The fse opted to replace the color video receiver circuit board as a preventative measure. The fse performed full calibration. The iabp unit passed all functional and safety tests per factory specifications. The video/display appeared steady during all testing. The iabp unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that prior to use on a patient, the display of the cs300 intra-aortic balloon pump (iabp) was unreadable and had scrambled images. There was no patient involvement, and no adverse event was reported.